Event description:
During a phacoemulsification procedure, the footpedal from this ophthalmic microsurgical system exhibited intermittent phaco power. The foot pedal was used for the next eight cases without incident.